Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient's blood glucose level rose to 354 mg/dl while wearing the pod for two days. When removed from the infusion site (buttocks), the pod's cannula was found bent. The patient experienced several episodes of hyperglycemia between (B)(6) 2025. No medical assistance was required. This report is for pod 1 of 2 (B)(4).